Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the during the initial use, the catheter filled with air. A second nurse attached a different catheter using the same protocol and the issue reoccurred. The line itself was flushing and drawing back blood before connection. The catheter was pulled and replaced and the issue was resolved. There was 230 ml of blood loss per circuit 430 ml. The prior condition of the patient is described as very ill before this incident.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.